Event description:
The customer reported that the device would not operate on battery power. The customer reported the unit was an out of box failure no pt involvement. The company sales representative reported the battery was replaced and the reported problem resolved. Unit is now back in service.